Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 500, 41, 20, and 98 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant.